Manufacturer narrative:
Batch review performed on 26.02.2021: lot 1904451: (B)(4) items manufactured and released on 4-sep-2019. Expiration date: 2025-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs manager: hip revision surgery performed 3 months after cmentless total hip arthroplasty in a (B)(6) year old woman. No information concerning patient activity, general health status and presence of comorbidities. Radiographic images provided show stem subsidence and leg length discrepancy. The stem looks slightly undersized: the reason of this choice cannot be assessed on the basis of information received. The reason of this event cannot be determined.

Event description:
3 months after the primary surgery the stem subsided and it should have been revised but the surgeon could not extract it even after considerable effort. The stem remained in situ and a bigger head was implanted.